Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that moisture was present in the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked in two places. Evidence of moisture ingress was also found in the battery compartment. During testing, the pump did not power on due to moisture damage. The battery cap threads were damaged, and the cap did not secure properly to the pump. A test cap was used to complete investigation. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and no further evidence of moisture ingress or loose components was found.